Manufacturer narrative:
B4: 12oct2020. G4: 12oct2020. H11: this report was inadvertently reported as there was no ventilator issue. The reported issue was due to the central oxygen supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15aug2020.

Event description:
It was reported that the customer could not adjust the frequency. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) contacted the hospital and found that the issue was with the central oxygen supply and not an issue with the ventilator. The se reported that the issue was with the central oxygen supply.